Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign matter in the nozzle of the distal end and foreign matter on the cover of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "foreign matter on the cover of the distal end" and event "foreign matter in the nozzle of the distal end" were caused by the reprocessing method may have been inappropriate or inadequate. The event can be detected/prevented by following the instructions for use which state: the inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.